Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the sensor was found to have a ¿soft" open in the emitter assembly which causes the sensor to function intermittently. When tested the ¿replace sensor" error message was displayed and the led did not illuminate.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that there was a sensor off alarm and the spo2 value is sometimes not correct. No consequences or impact to patient.